Event description:
It was reported to philips that the device is able to perform daily tests. The device was reported as being available for clinical use at the time of the event. However, the initial reporter confirmed that there was no adverse patient impact.

Event description:
It was reported to philips that the device is unable to perform daily tests. The device was reported as being available for clinical use at the time of the event. However, the initial reporter confirmed that there was no adverse patient impact.